Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being sutured when the event occurred? What is the size of the lost needle piece? What was done to retrieve/search for the broken piece? Were x-rays taken to locate the needle? Is there any plan in place to remove the needle piece in the future? What is the surgeon's opinion of the possibility of the needle piece being retained in the patient? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? What is the reason why the patient will undergo re-operation? Has the patient undergone re-operation yet? Is a reoperation necessary to remove a needle fragment? If yes, was the entire needle fragment removed? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a procedure for implantation of a septal cartilage with anchoring point in the columella on (B)(6) 2024 and suture was used. During the procedure, the needle ruptured. The needle was broken during the use and not found during scanning. There were doubts about whether it is still there, however it was reported that the patient will undergo re-operation. Additional information was requested.